Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Treatment was administered via intravenous insulin, and saline, and customer was given shot of rocephin. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.